Event description:
Customer reported loss of communication from the panorama central station's server, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner server, while the unit is being returned to the repair center for further evaluation.